Manufacturer narrative:
The specimens were collected in 4 and 2 ml bd vacutainer tubes. The specimens were 2 hours old when sampled and stored at room temperature. Samples were rerun back to confirm back to the last acceptable control run. The instrument is currently running within qc specifications. Controls were run before not after this incident and recovered within assay limits. A field service engineer (fse) was dispatched on (B)(6) 2010 for this event. The fse performed troubleshooting, replaced some hardware, and verified. The fse also verified the instrument aspiration, adjusted the calibration factors, performed a startup, ran controls, and performed reproducibility in both modes. The root cause is unknown. Per bci labeling, beckman coulter inc. Does not claim to identify every abnormality in all samples. Bci suggests using all available flagging options to optimize the sensitivity of instrument results based on the patient population.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter hmx autoloader analyzer generated erroneously high hemoglobin (hgb) and low red blood count (rbc), mean corpuscular hemoglobin concentration (mchc) results on 7 patient samples with no instrument generated flags. Four patient results were provided by the customer and are shown. The erroneous results were reported out of the laboratory. None of the provided specimen results were repeated. There was no death, serious injury, or change to patient treatment in this event.